Event description:
Employee was transferring resident from chair to bed using a sit to stand lift. After securing all safety straps the employee comfirmed with the resident that they were ready to begin the transfer. The transfer was begun and when the resident came into the upright position they went limp and this caused them to slide out of the safety straps. The employee stated that the resident hit the back of their head on the bedframe. The resident experienced a large subdural hematoma as a result of hitting head on the bedframe and required transport to the hospital emergency room. The resident returned to the original facility but developed complications and had to be returned to the hospital where they underwent emergency surgery to relieve the pressure resulting from the subdural hematoma.